Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was the third party usb data cable that was plugged into the device. Physio observed that when the cable was bent, the device would power off. Physio removed the third party usb data cable from the device and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The customer will obtain a new third party usb data cable from their inventory. (B)(4).

Event description:
The customer contacted physio-control to report that their device powered off by itself during an event and would not power back on when prompted. No further details were provided. Physio has attempted to obtain additional information about both the patient and the event; however, no response has been received.